Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited no sensing and loss of capture (loc). Additionally, pacing impedance measurements were unable to be obtained through the device or through a pacing system analyzer (psa). An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.